Manufacturer narrative:
No product has been returned for eval. As per customer no further assistance is required. Should new info becomes available, a f/u MDR will be submitted.

Event description:
Received info stating pt's bg levels were high (approx 270 mg/dl) and that bolusing was not correcting levels.